Event description:
It was reported there was continued erosion of devices. It was noted there was a possible allergic reaction or infection. There was repeated fluid on pocket site. Steroids were administered and allergic testing will be determined. There was no injury or adverse event to the patient. Medical intervention was required for pharmacological and intubation. Patient symptoms included swelling at the device pocket. It was reported there was a potential allergy to device. It was noted the patient recently had the stimulator replaced. It was suspected the patient could have allergy to new device, and they were wondering if there were different materials used. It was later reported there was a suspected allergic reaction. It was noted patient had experienced erosion at the pocket site and fluid in the pocket. Patient had previously had soletra device with no issue. Patient had also had issues with erosion at the connector site between the lead and extension connection. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v374172, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
Additional information received reported that no allergy test was conducted, no infection was reported, and no further action was required at the time of the report. It was noted that the patient was doing well.

Manufacturer narrative:
(B)(4).